Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of the amia cassette. This occurred during drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During the troubleshooting, it was reported that there were two air bubbles each 1/4th of an inch located in the patient line. Renal therapy services (rts) assisted the caregiver in ending the therapy session and advised to start over with new supplies. Renal therapy services (rts) advised the caregiver to contact their nurse regarding the issue. Proper procedures per the user manual were reviewed with the caregiver. There was no patient injury or medical intervention associated with this event. No additional information is available.